Event description:
It was reported by the rep the system is responding with l3-002 error codes on 3 mst8 probes. The customer was unable to complete initialization so could not start the case. The case was aborted. The holster was in the docking station at the time of the problem. The device will be returned.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.